Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after inappropriate shocks. It was revealed that the right ventricular lead had dislodged due to twiddler's syndrome leading to inappropriate shock. It was also noted that the lead helix could not be retracted. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction - d6b should have been populated as (B)(6) 2021.